Event description:
It was reported a patient had a fractured left hip with a dynamic hip screw (dhs) insertion on (B)(6) 2013. The patient has returned for removal of the dhs with insertion of a total hip arthroplasty. The reason for revision was nonunion and delayed healing. The dhs was removed and a total hip arthroplasty was completed. The patient condition is fine with delayed healing. There was no surgical delay. This report is for the unknown lag screw. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the lag screw, part and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.